Event description:
It was reported seven days later, after a recent pump replacement; the patient began to experience a lack of effect. Post-operatively, it was indicated that the patient's spasms first improved and then worsened. The pump was tested with control device and x-ray showed no disconnection. A bolus was given with no effect then a dye study was performed. Aspiration from the catheter access port (cap) was attempted but "no baclofen came out" and infusion was not possible at all due to resistance when pressure was applied. It was indicated that it was "not possible to inject or aspirate". The same results were noted even when the procedure was tested with the pump connected to the catheter and then disconnected. A new pump was implanted but the physician still wanted to trouble-shoot. So while the pump was explanted the physician attempted a final time to open up the pump and put all his force injecting fluid through the cap and was successful. It was noted that all of a sudden, something "flew out of the pump-catheter-connection" (at the tip of the pump) and resistance finally gave in with "a sigh". It was noted that water could be flushed in and out through the opening. The physician then determined that something had blocked the outlet, from the pump to the catheter. It was noted that the reason for the removal was therapy related due to a pump occlusion. It was reported that there was no injury to the patient and no further complications noted. The outcome of the patient was reported as "good" and that there was "now effect of drug again". The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID, 8578 lot# 0205740023, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found no anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.